Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 3,133 joules during a prostate procedure. The laser system had been used for both prostate vaporization and coagulation. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00358) and was completed with a third fiber. The patient outcome was reported as "fine."

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.